Manufacturer narrative:
This device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: pfna blade broke postoperatively. Patient underwent revision surgery and hardware was removed on (B)(6) 2013. This is 2 of 2 reports for the same event, (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device is not distributed in the united states but is similar to a device marketed in the united states. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records will be requested.

Manufacturer narrative:
Additional narrative: an manufacturing evaluated was conducted and it states that based on the topography of the fracture surface, the implant was subjected to low dynamic bending loads on one sided. Constantly, alternating loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the pfna-blade. The pfna-blade could not resist the applied force which finally led to the fatigue failure. No evidence of material or manufacturing defects were found.